Event description:
On (B)(6) 2013, the reporter contacted lifescan USA, alleging contaminated product. The reporter alleged "one vial of 25 strips was open. Not broken, the top was just open." This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 (08/12/2013)-product evaluation: the patient¿s test strips were returned on 07/31/2013 and analysis completed on 08/06/2013 by lifescan product analysis. The reported complaint could not be confirmed. The product met all specifications for testing and no issues were observed during investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.